Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer initially had questions about proficiency results for the igg antibodies to rubella virus (rubella igg) test. The customer then complained of erroneous results for 1 patient sample tested for rubella igg. The specific date of event is not known. The customer stated the event occurred "around" (B)(6) 2016. The erroneous result was reported outside of the laboratory. The initial rubella igg result from the e602 analyzer was positive. The actual result was not provided. The positive result was reported outside of the laboratory. The repeat result by the abbott method was negative. The actual result was not provided. No adverse event occurred. The rubella igg reagent lot number was 189199. The expiration date was not provided. The customer is now wondering if other patients have been affected. No additional patient results were provided.

Manufacturer narrative:
The initial rubella igg result from the e602 analyzer was 57 iu/ml (positive). The sample was repeated on the e602 analyzer and the result was 59 iu/ml (positive). The physician sent a new sample from (B)(6) 2016 to another laboratory and the test was <10 iu/ml (negative). The physician called the laboratory and the sample was repeated on the e602 analyzer where the result was 51 iu/ml (positive). The sample was sent to the laboratory using the abbott architect method and the result was <10 iu/ml (negative).

Manufacturer narrative:
Two samples from the patient were submitted for investigation. The preliminary investigation was able to confirm the positive rubella igg results the customer received. Both samples showed results higher than 10 iu/ml.

Manufacturer narrative:
The two samples from the patient were investigated further using platelia rubella igg, recomblot rubella igg and neutralization methods. The platelia rubella igg results were negative for both samples (approximately 9.7 iu/ml). Neutralization tests were successful and the results for both samples by the recomblot rubella igg method were positive. Further investigation indicates both samples contain specific rubella igg. The platelia rubella igg results were negative, but on a clearly enhanced level which indicates the presence of specific igg in the samples. Based on the investigation results, the roche rubella igg results are considered to be correctly positive.